Manufacturer narrative:
An outside of united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely depressed potassium (k) result was generated on a patient sample on an atellica ch 930 analyzer. Siemens assessed the reagent, instrument, and sample data. As quality controls (qc) recovered in range and one sample was affected, siemens ruled out a reagent issue. There were no integrated multisensor (imt) calibration failures around time the erroneous result was obtained. The customer performed additional patient testing and verified that the issue was identified with this one patient sample. Based on the available information, the potential cause of the falsely depressed k result is consistent with a sample integrity issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed potassium (k) result was generated on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to physician(s). The sample was repeated twice on an alternate atellica ch 930 analyzer. The repeat results were higher than the erroneous result and the second repeat result was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed k result.